Manufacturer narrative:
Per administrative review of this complaint file on 10/30/2023, a correction to the MDR is required. The device was returned and a preliminary evaluation found 16f esheath+ returned with introducer fully inserted and locked, curvature was noted on the sheath shaft, liner was fully expanded, distal tip is torn radially with piece of the tip missing, slight scratches were noted on the hdpe material near distal tip, approx. 0.5" long and the beginning of the distal tip.

Event description:
Follow information indicated there was no injury to the patient and the implanter was unable to find the missing piece of the distal tip.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 16 fr esheath plus was returned to edwards lifesciences for evaluation which confirmed the reported event. Due to the nature of the complaint, no functional or dimensional testing was performed. Imagery was provided that showed calcification and tortuosity is present within the patient's access vessels, near the aortic bifurcation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The esheath+ IFU, commander delivery system IFU, and device preparation manual instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported events of a torn distal tip, difficulty advancing through sheath, and system components separate during use were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "per fcs, the physician felt resistance while the valve was exiting the sheath and post sheath removal, they noticed a piece of the distal tip was missing". Per product evaluation, the sheath distal tip was torn radially along the distal edge of the liner, as well as axially, with a piece of the tip missing. The failure mode is characteristic of sheath tip tear events as described in a previous risk assessment. While a conclusive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, it is possible that improper tip expansion contributed to the distal tip tear. In addition, the torn tip may separate during sheath removal by potentially catching onto the access site. Additionally, 3mensio imagery was provided and shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Per evaluation of the returned device, the sheath shaft was curved, and scratches were observed along the shaft and near the distal tip, suggesting the presence of access vessel tortuosity and calcification, respectively. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can create a constrained condition on the sheath, leading to sub-optimal conditions for distal tip expansion. Sharp nodules of calcification can damage the tip directly upon advancement of the sheath. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts catching onto the sheath distal tip, increasing resistance during advancement and tearing the tip. The failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. The complaint of sheath distal tip torn was confirmed. This issue has been previously identified in product risk assessment (pra) and a CAPA.

Event description:
As reported, the physician felt resistance while valve was exiting the sheath and post sheath removal they noticed a piece of the distal tip was missing.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device not returned.